Manufacturer narrative:
Per tandem user guide, ¿the transmitter is reusable and is replaced about every 3 months.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use more than 3 months. No additional patient or event information was available. Tandem technical support instructed the customer to use a new transmitter. In addition, it was reported that the sensor expired prematurely. There was no reported adverse impact. Customer replaced the sensor to resolve the issue.